Event description:
It was reported that during this procedure, there were two issues. First, during ablation with the ez steer thermocool sf navigational catheter, there was a serious noise issue. They replaced the catheter and this resolved the issue. Second, after the physician manipulated the preface sheath, the physician stated it was not working as expected. They replaced it with a new sheath and it resolved the problem. The case was completed without any patient consequence. Upon request, the bwi representative provided additional information on the event. The noise was mainly on the intracardiac signals. The issue was on the recording system. It was hard to see the important signal to cure. The noise on the carto system was usually okay.the ablation and pacing were stopped. The reason for pacing was to induce the arrhythmia. Per the physician the sheath was okay in the beginning, but a lot of manipulation as time passed might have caused the problem. The initially reported issues were not indicative of reportable events. The case was completed without any patient consequence and the noise issue was not on all signals. Upon visual inspection of the returned complaint preface sheath, on (B)(4) 2013 by the bwi failure analysis lab, it was noted that a small area on the side of the tip hole was peeling. Additional clarification was requested on the returned preface sheath condition, but no response has been received. The preface sheath returned condition is indicative of a reportable event, thus marking (B)(4) 2013 as the alert date for this report.

Manufacturer narrative:
Evaluation summary. (B)(4). It was reported that the sheath had torque difficulty with the endo guiding catheter and was not working properly. Upon receipt, the device was visually inspected and it was found that the preface sheath had a peeling condition on one side hole section. The devices were compared the shape master and both devices were found within specifications. A functional analysis was performed manipulating the hub and rotating it clockwise and counter clock wise; the operation of torque transmission from catheter hub to shaped section was confirmed. The shaped section responded one to one from the rotation applied to the catheter hub. Body sheath, ID and od were measure in different sections and they were found within specification. For the preface peeling condition on the side holes, a sem analysis results showed that the multipurpose preface catheter presented evidence of scratching on the coating; the braid wire was exposed internally. The directions of the scratch marks are from proximal to distal. The side hole of the preface presents a peeling condition. Additionally it shows evidence of scratches going from proximal to distal. The investigation suggests that the damage was made from the inside to the outside of the catheter by another device and not related to the manufacturing process. The device history record could not been reviewed since the lot # of this product was not provided when event reported. The customer complaint about torque difficulty cannot be confirmed.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Bwi's original external manufacturer (OEM) for this product is: cordis (B)(4). Concomitant product: ez steer thermocool sf navigational catheter (total of 2): model #: d-1317-05-s, lot #: 15724205l. Lot #:15734561l. (B)(4).